Manufacturer narrative:
A system checkout was complete. It was determined that the system was performing as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the navigation on the system seemed to be off when the x-ray was taken. A screw was placed medially on levels l2-l3 right side. The surgeon just drilled and tapped and did not place screws. The patient was fixated using the schanz bridge to psis. The surgeon used k-wires to place the screws. The issue caused about a 1-2 hour delay. There was no impact on the patient outcome. Additional information was received stating that initial registration was difficult and the red dot segmentations lines were not accurate, new ap and obl images were taken, after successfully getting ¿green approved dots¿ the site proceeded with the case. The surgeon marked all skin incisions, and opened at l2 on the right first. The surgeon confirmed the location with the dilator, navigation presumed accurate, surgeon drilled, then tapped, upon stimulating the tap, there was a response at 5 and the patient moved. Navigation projected that the axial view was accurate, but the obl was more inferior than the planned trajectory. Due to patient movement, ¿error 4072¿ front shoulder shift was detected. A second registration was performed and did not seem to have previous delays as compared to first. The surgeon did not want to place the screw at l2 on the right and so they moved on to l3 on the right. The surgeon confirmed the location of l3 on the right, drilled and tapped, upon checking location via x-ray, showed medial. Navigation accuracy check (passive planter probe in arm guide and anatomy check) passed. The surgeon did not want to proceed using the guidance system or navigation and placed k-wires and took x-ray to confirm locations. The trajectory was deviated less than 3.5mm.